Manufacturer narrative:
(B)(4). It was reported that during the afib procedure, the pressure value could not be displayed. The returned device was visually inspected upon receipt and it was found that shaft was bent and broken 35 cm from the handle leaving internal wires exposed. This condition was not reported in the original complaint. It looks like that rupture point might happened while bending and unbending the product. A corrective action was created to address the thermocool smart touch broken shaft issue. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per the event reported the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however error 106 and 279 were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of open circuit at the sensor could not be determinate. A corrective action was created to address the thermocool smart touch broken shaft issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/26/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
This complaint is originally created for a MDR non-reportable force issue. The pressure value of the smarttouch thermocool catheter could not be displayed during an afib procedure. The procedure was completed by changing to another catheter. This complaint is re-asessed to MDR reportable per bwi failure analysis lab findings on 10/26/2015. The shaft was found bent with wires exposed within the usable length of the catheter. This event is reportable due to exposed wires which pose risk to the patient.